Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged and there was visible moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: during a visual inspection of the pump, moisture was observed inside the battery compartment. During a leak test, a leak was found at a crack along the side of the battery compartment. The pump case removed and moisture was observed on the printed circuit board.